Manufacturer narrative:
Cine images were submitted to edwards for review. The following observations were made: severe aortic valve calcification, severe aortic root calcification, no porcelain aorta, no mac. Bav x1 performed and was stable. Fair coaxial alignment. Poor image intensifier angle (iia). No loss of pacing capture and ventilation not held. Positioning 60:40 aortic and on valve deployment it moved approximately 7mm aortic. Post deployment aortogram demonstrates ar. Valve in valve positioned 70% ventricular and demonstrated poor coaxial alignment with significant lateral bias of the delivery system and valve and poor iia. Iliac artery dissection not demonstrated on submitted cine images. Impressions: cine demonstrates evidence of severe bulky calcification. Positioning of 1st sapien valve was 60:40 aortic and during deployment the valve immediately moves approximately 7mm aortic. There was no evidence of loss of pacing capture however ventilation was not held. Tee was not available for review; therefore the presence of septal hypertrophy could not be ascertained. Also, a hyper-contractile ef could not be determined. Bulky calcification on the leaflets could have been a contributing factor to aortic malposition. No cine images of the iliac dissection were demonstrated. The valve was not returned for evaluation as it remains implanted in the patient. The device history record (DHR) review of the effected valve shows the device met specifications prior to distribution of the device. Per the IFU, device migration or malposition requiring intervention is a known potential adverse event associated with the tavr procedure. In addition, physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, based on the imagery review it appears that the root cause of the reported event is due to both patient and procedural factors, specifically leaflet calcification, imaging angle and coaxial alignment during positioning of the delivery system and valve. No further actions are required at this time.

Event description:
As reported by the edwards clinical specialist, during the transcatheter aortic valve replacement (tavr), the sapien valve was positioned 50/50 within the native valve, as confirmed by echocardiogram, and deployed under rvp. Upon inflation, the valve advanced aortic but was still in the upper edge of the aortic annulus. Although the valve appeared to be stable, the decision was made to implant a second valve in order to secure the long term stability of the implanted valve. A second valve was then implanted without incident.

Manufacturer narrative:
The device history record (DHR) review of the effected sapien valve shows the device met specifications prior to distribution of the device. Investigation is ongoing.